Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx valve, a pre-dilatation was performed. There was an infolding of the valve during the first deployment in the annulus. The patient had a medical history of aortic stenosis and a heavily calcified aortic valve. Infolding was observed on fluoroscopy. The product was subsequently removed from the patient and a new system was used, after which the procedure was completed successfully. Additional information was received that a procedural delay occurred as a result of the infold when loading a new valve. Per the physician, the patient's annular calcification contributed to the infold.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx valve, a pre-dilatation was performed. There was an infolding of the valve during the first deployment in the annulus. The patient had a medical history of aortic stenosis and a heavily calcified aortic valve. Infolding was observed on fluoroscopy. The product was subsequently removed from the patient and a new system was used, after which the procedure was completed successfully.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012315954); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012421125); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.